Event description:
The patient was experiencing withdrawal. The patient was taken to the hospital on (B)(6) 2014 and they started him on a morphine drip. The next day, the patient was brought back into surgery, because it was determined that the catheter kinked during the pump replacement procedure on (B)(6) 2014. After the catheter replacement procedure, the surgeon told the patient¿s wife that he thought the catheter may not have been working for a long time. The patient¿s wife thought ¿that is why he got so terribly sick¿. The pump dose was decreased after the catheter replacement from 11.5 mg/day to 3 mg/day. The patient went home at 7 pm on (B)(6) 2014. The next day, patient was still feeling very, very ill/sick. The patient had a very bad headache and a very bad stomach ache and just didn¿t feel well. The patient¿s wife felt that he was still going through withdrawal because of the 8 mg dose decrease from the prior pump. The patient was ¿flat in bed¿ with a spinal headache. Per the patient¿s son, the headache was so bad that his mother was considering taking his father back to the hospital; the headache was so bad ¿he can¿t breathe¿. The patient¿s family was looking for another physician to manage the patient. As of (B)(6) 2014, they wanted to do an MRI. On (B)(6) 2014, the patient was still experiencing underdose symptoms. The patient was brought into the or (operating room) to explore the pump pocket site. They were unable to aspirate the catheter; there was no csf (cerebrospinal fluid) flow. They were planning to bring the patient back to the operating room the next week to address the catheter (the manufacturer¿s device registration system indicates that the catheter was replaced). The device system was delivering morphine and clonidine. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the patient¿s symptoms following the replacement on (B)(6) was the catheter was ¿blocked¿ and the patient did not have medication delivered to the spinal canal. It was noted that the patient had chronic back pain and the pump was about to expire. Per the healthcare provider (hcp) the catheter was ¿blocked¿ from chronic scar tissue at t-10. The issue was identified by ¿redo surgery¿, aspiration was not showing csf coming back. The catheter was replaced on (B)(6) 2014. Per the hcp it was unknown if any catheter segments were left in the intrathecal space. The hcp also reported the symptoms the patient experienced following the replacement were caused by the catheter. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter; product ID 8709, lot# l81057, implanted: (B)(6) 2000, explanted: (B)(6) 2014, product type catheter. (B)(4).